Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Reportedly, the customer went to primary care on (B)(6) 2025 and was sent to the emergency room due to an elevated blood glucose (bg) level. Bg value not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.